Manufacturer narrative:
A siemens headquarters support center (hsc) specialist reviewed the instrument data and did not find any instrument malfunction. The quality controls at the time of the sample run were within acceptable ranges. The hsc specialist determined that the customer did not follow the tube manufacturer's recommendations for centrifugation time and speed. Siemens recommended that the customer handle samples per the tube manufacturer's instructions. The cause of the discordant, falsely low vancomycin result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low vancomycin result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s), who did not question it. However other healthcare personnel did question the result. The sample was repeated on the same instrument, resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low vancomycin result.